Event description:
Customer reported that the sys was displaying a motion error. A sys reset did not resolve the problem. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced both the orbital and rotational pots which showed signs of wear. The sensor pots were calibrated per procedure. The sys is now operating as intended.